Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open unknown surgery, the staple was not deployed at the 2nd firing of triangular anastomosis. Another cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p55m5z. Device evaluation: the analysis results showed that the tx30b device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.